Manufacturer narrative:
Risk assessment. Manufacturing files were not reviewed because no parts or lot was provided. Device history review, device inspection and complaint history could not be performed because the device was not returned. The exact root cause of the tulip disengagement is not determined.

Event description:
It was reported that during a posterior thoracic revision case while removing a screw, the tulip head snapped off leaving the thread implanted. Additionally, while removing implants, several instruments were damaged/stripped or broken.

Event description:
It was reported that during a posterior thoracic revision case while removing a screw, the tulip head snapped off leaving the thread implanted. Additionally, while removing implants, several instruments were damaged/stripped or broken.